Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 600 mg/dl and current blood glucose was 169 mg/dl. Customer was not able to complete the troubleshoot as past event was resolved by set change and current blood glucose is under control. The device is not expected to be returned for analysis.